Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple alerts for intermittent high out of range shock impedance measurements greater than 125 ohms. This device remains in service. No adverse patient effects were reported.